Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a low glucose value and temporarily showed no cgm reading after a recent change to new supplies and a g7 cgm, after which cgm data resumed on the ilet with a blood glucose of 114 mg/dl. Symptoms included dizziness associated with a documented low of 42 mg/dl. Outcomes included self-treatment with a glucose tablet and honey, recovery to target glucose, no hospitalization, and no need for outside medical assistance. Investigation included customer support troubleshooting and education, as well as follow-up confirming resolution. Investigation of this case revealed that the device was functioning at follow-up with restored cgm readings and that the cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.